Event description:
It was reported that the camera head cord was detaching from the controller. The procedure was completed using the same device. There were no report of surgery delay or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: damaged connector seal. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the identified failure is cause traced to component failure. A definitive root cause could not be identified for the damaged connector seal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head cord was detaching from the controller. The procedure was completed using the same device. There were no report of surgery delay or patient harm.